Event description:
In situ measurements showed affected channels. The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition, a complete insertion of the electrode array was not achieved at implantation surgery with two channels remaining extra-cochlear. Further diagnostic imaging indicates a further migration of the electrode out of cochlea with currently three extra-cochlear channels. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition a complete insertion of the electrode array was not achieved at implantation surgery with two channels remaining extra-cochlear. Further diagnostic imaging indicates a further migration of the electrode out of cochlea with currently three extra-cochlear channels. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
In situ measurements showed affected channels. The user was reimplanted on (B)(6) 2023.

Event description:
In situ measurements showed affected channels. The user's hearing performance with the device is affected. CT imaging will be performed and revision surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.